Event description:
I had my coils put in (B)(6) 2009 on suggestion from my dr. As well as an ablation. Within a month of these coils being placed in my tubes, I had nothing but problems. I started experiencing debilitating pain in my lower abdomen close to my ovaries and back. It would come and go at first and I thought my body was recovering from surgery. Then the pain became constant.. All the time. I called my dr. On (B)(6) 2010. Went in and had an ultrasound done. The tech left the room in a panic and put me in a different room to wait for the doctor. I heard nurses discussing me out in the hall saying that I had a foreign body somewhere in my uterus and they were all making fun of me. The dr. Came in and said that the coil "may" have dislodged a bit because they couldn't see it on the ultrasound but that everything else looked good, it could be hiding in a shadow and I was fine. I told the dr. I was beyond uncomfortable with pain, couldn't have sex, had some bleeding on and off (never knew when that would strike), severe back pain, headaches, cramping, and no energy. Sometimes I was in bed all day! I went to see a different doctor later in 2010. She discovered that the essure coil had dislodged itself and perforated my uterus. She was pretty sure this was the cause of all of my pain. Under advise from the new doctor that finally figured out what the problem was, I ended up having a partial hysterectomy in (B)(6) 2011. The new dr. That performed this procedure made sure pathology found both coils because during surgery, she couldn't find both of them. #medwatcher #(B)(4).